Event description:
It was reported the pt reported a pump problem. Pt went to his physician's office with severe withdrawal symptoms and stated hearing an alarm once every hour. It was later reported a motor stall was confirmed in the event logs with no motor stall recovery recorded. A stall occurred on (B)(6) 2010 at 0825 with tube set (B)(6) 2010 at 0825. All environmental or medical electromagnetic interference was ruled out. Pt was scheduled for a pump replacement. The drug, dosage and concentration were unk. Add'l info has been requested and will be made as f/u as it becomes available.

Manufacturer narrative:
(B)(4).